Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A black plastic-like foreign object was clogging the nozzle. The foreign object was not from an olympus scope. No nozzle deformation or damage has been reported. The detection method is described in the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope would not go through the washers. The issue was found during maintenance. The device was returned and an inspection at the repair center revealed foreign debris protruding from the air/water nozzle. The foreign material appeared to be black plastic like material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
Technical evaluation of the returned device confirmed that the device had an obstruction in the air/water nozzle and required repair. Water ingress was noted at the scope connector. Angulation was out of specification and exhibited play. Air/water flow was weak or ineffective and there was insufficient air to clear water from the objective lens. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.